Event description:
Shockwave catheter in-use for pci. During catheter activation, sparks noted by attending physician to be coming from catheter connection to generator. No harm noted to patient. Catheter removed from body intact.